Event description:
The customer's blood glucose was unknown. It was reported that the customer was changing the batteries in his insulin pump everyday. The customer was receiving low battery alerts when inserting new batteries. The customer also stated that the bolus input would process but not go through. Customer also mentioned that there was leaking at the insertion site when putting on a new infusion set. Customer confirmed that there were no leaks on the tubing or in the reservoir compartment. Troubleshooting was not completed because customer wanted to just replace the insulin pump. A replacement pump was sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.